Event description:
It was reported to philips that the cables or wires do not work. It is unknown if the device was in use on a patient at the time of the reported event. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The field service engineer (fse) reported that after speaking with the customer and locating the equipment, the failure is in the humidifier cables that do not warm up the cables. The field service engineer (fse) found that the humidifier and humidifier cables are not philips equipment. No device malfunction was identified. It was reported that the corresponding supplier would be notified. Based on this information, MFR report# no longer meets reportability requirements for this device.